Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc assumed that the defect was caused because the power supply was getting old and deteriorated. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) (oekg) for evaluation. Evaluation confirmed the followings; oekg could reproduce the reported phenomenon. The reported phenomenon was caused by the failure of the power unit of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
During a delivery inspection, the power of the subject device turned off and on by itself. There was no report of patient injury associated with this event.